Event description:
On (B)(6) 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. On (B)(6) 2022, additional information was received by the physician that during the procedure, bleeding was noted and the patient was managed with a catheter. The bleeding continued so the patient was sent to the ed where he had a syncopal episode and was admitted on (B)(6) 2022. He was treated with a blood transfusion and underwent an embolization procedure to control the bleeding. It was further reported that the patient was discharged from the hospital on (B)(6) 2022 and was doing well at a follow up visit.